Manufacturer narrative:
As reported, 2 weeks post-implant the patient experienced adverse symptoms. A CT scan showed small bowel obstruction. One month postoperatively, the patient underwent surgical intervention for mesh removal. During the explant procedure, it was noted that the small bowel obstruction was related to adhesions to the mesh from the small bowel due to the reliatack (non-bard/davol) fixation failure, as several loose tacks were found in the peritoneum. As reported it appears the small bowel obstruction and adhesions to the mesh were a result of the failure of the non-bard/davol fixation used to fixate the mesh. However, a definitive conclusion could not be made. Adhesion is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the reported event. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in july, 2020. This MDR represents the bard/davol 3dmax left repair (device #1). An additional MDR was submitted to represent the bard/davol 3dmax right repair (device #2). Should additional information be provided a supplemental MDR will be submitted.

Event description:
The following was reported via maude event report (mw5100823): "patient had lap tapp right inguinal hernia repair on (B)(6)2021 and returned to operating room on (B)(6)2021 with bowel obstruction, during bowel obstruction surgery, bowel had adhesions to mesh and several loose tacks in the peritoneum. FDA safety report ID#(B)(4)." Addendum per additional information: ni-ni-2019 - the patient with a history of abdominal surgeries underwent an open right inguinal hernia repair. (B)(6) 2021 - the patient underwent bilateral inguinal hernia repair and was implanted with two bard/davol 3dmax mesh (device #1 and device #2), which were fixated using a non bard/davol (reliatack) fixation device. It is unknown if mesh was placed during the 2019 repair procedure; however, the presence of a mesh was not noted in the operative note. (B)(6) 2021 - postoperatively the patient experienced adverse symptoms and underwent a CT scan. (B)(6) 2021 - the patient underwent subsequent surgical intervention to remove both mesh devices. As reported there was a small bowel obstruction related to adhesions to the mesh from the small bowel due to reliatack fixation failure. The patient was released from the hospital two days post revision procedure.